Event description:
Philips received a complaint by the customer on the v60, indicating that the oxygen device had failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the oxygen device had failed. Diagnostic code 1111, o2 device failed, was presented. The ventilator continued to deliver breaths targeting the 21% o2 concentration setting regardless of the user-set o2 setting. The customer advised to the rse that they would send in the device to a third party for repair. The customer advised that they would send in the unit to a third party to repair and resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).